Event description:
The operative report states, "a 26 millimeter ischemic annuloplasty ring was placed however resultant transesophageal echo showed moderate mitral regurgitation. The decision was made to replace the mitral valve. Mitral valve [subject device] was excised preserving the cords and was sized to a 25 millimeter mitral valve. It was a significantly tight fit. Pledgeted valve sutures were placed circumferentially and the valve was seated, tied down, however transesophageal echo showed a large perivalvular leak posteriorly. Upon re-inspection of the valve, it appeared that the posterior portion of the valve was not well seated and the posterior strut was directed posteriorly into the ventricular wall. The valve was removed."

Manufacturer narrative:
Additional manufacturer narrative: the serial number was provided; therefore review of the device history record (DHR) was completed and confirms that this device passed all manufacturing and sterilization inspections. Overall, the investigation reveals nothing to indicate a quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Correction on data provided in supplemental 1. Details should be: the operative report states, "a 26 millimeter ischemic annuloplasty ring was placed; however, resultant transesophageal echo showed moderate mitral regurgitation. The decision was made to replace the [native] mitral valve. Mitral valve was excised preserving the cords and was sized to a 25 millimeter mitral valve. It was a significantly tight fit. Pledgeted valve sutures were placed circumferentially and the valve was seated, tied down, however, transesophageal echo showed a large perivalvular leak posteriorly. Upon re-inspection of the valve it appeared that the posterior portion of the valve was not well seated and the posterior strut was directed posteriorly into the ventricular wall. The valve was removed. Pledgeted valve sutures were replaced circumferentially." Same size same model valve was used with excellent result.

Manufacturer narrative:
(B)(4) - paravalvular leak. Evaluation method: device discarded, no evaluation can be performed. Additional manufacture narrative: the device history record review was not performed because the serial number of the valve is unknown. This 7300tfx-25mm valve was used as a replacement for a ring that was explanted at implant. Reference (B)(4) for ring report. It was reported that the surgeon indicated that there was nothing wrong with both devices. The operative report and patient information were requested, however, no information has been received. The reported "the valve was not positioned well" may be related to the issue, however, without additional information regarding the patient history and devices, edwards lifesciences is unable to determine a conclusive root cause for the alleged paravalvular leak experienced with the valve.

Event description:
It was reported that an edwards valve was explanted at implant the patient was weaned off bypass and the echo revealed a huge paravalvular leak. This valve was a replacement for a ring ((B)(4)) that was explanted at implant. The surgeon indicated that there was nothing wrong with either devices. She was unfamiliar with the short struts and felt that the valve was not positioned well. Devices are not available for return as they were discarded.